Manufacturer narrative:
D1 (parietene x2, product ID - ppc2015, ppc1515 lot # - pgk00552, pgk00762), h6 ime e2402: gas collection, sinus, induration medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, fluid gas collection, inflammation, fibrous adhesions, staph aureus, seroma, virtually no abdominal wall above umbilicus, unable to sleep because of pain, infected seroma, ulceration, scarring, swelling, lump, wound red <(>&<)> tender, leaking wound, fluctuant collection under skin, pus, infection, sinus leaking pus blood, induration, distress, cellulitis, edema, boil-like lesion burst leaking thick yellow fluid followed by bloodstained serousfluid, fistulation of abdominal wall collection, raised fluctuant lesion along wound, abdomen distended, discomfort, abdominal pain, blood draining from sinus/fistula sites, bruising, cysts, abdominal discomfort. Post-operative patient treatment included hernia repair with mesh, CT scan, mesh revision, wound exploration closure with sutures, multiple hospitalizations, emergency laparotomy, small bowel resection with primary anastomosis, mesh removal, multiple rounds of antibiotics, pain medication, blood aspirated, drainage of pus and infection.